Event description:
The implantable cardiac defibrilator was returned with no information. A database search by serial number revealed the patient to be deceased. The death occurred less than one year after implant. Follow up has been inconclusive and no further contacts are known. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All known reasonable contacts have been contacted and no further information has been made available. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All known reasonable contacts have been contacted and no further information has been made available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered - patient alert for lead failure predictor on (B)(4) 2012 05:02:31. Sensing - oversensing 5 - ventricular nst<=216 ms on (B)(4) 2012 in the timeframe between 05:14:45 and 05:18:16. Vf=180 ms average v-cycle on (B)(4) 2012 01:00:07 and (B)(4) 2012 04:59:36. Sensing - interference/noise (B)(4) ventricular short interval count v-sic=52.6 counts avg/day, in 2.34 days, between (B)(4) 2012 04:47:42 and (B)(4) 2012 12:53:33. The device was returned, analyzed, and analysis results revealed no anomalies found.